Manufacturer narrative:
Updated information: d3 MFR fax number added. D6b explant date added. Additional information was provided which stated that patient survived post-explanted.

Manufacturer narrative:
B5 additional information was received.

Event description:
Additional information was received. The pump will be attempted to be sent back after explant.

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the purge cassette. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the right axillary artery to support the 75 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage d shock. The medical history was inclusive of prior coronary artery bypass graft surgery, diabetes, and renal insufficiency. On day 7 of the support the team observed hematuria after a cystoscopy that diagnosed a bladder mass. The red urine was noted by the medical team to be from the foley insertion and the bladder issue the patient was having unrelated to impella. The hematuria will be conservatively reported though not attributed to the use of the impella. The impella remains on for support to date and the patient has survived.